Manufacturer narrative:
Device and found there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found to be separated with metal exposed on the device jaw. The distal end of the device was inspected under a microscope and found charred marks on the outer jaw and the probe tip unit. The device was attached to the test usg-400/esg-400 and both switches were functional. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur".

Event description:
Olympus was informed that during an unspecified procedure, the device gave an unknown error. The device was replaced and the intended procedure was complete. There was no patient injury reported.